Event description:
It was reported that the customer had a high blood glucose level and had programming issues with the bolus wizard. Customer's blood glucose level was 456 mg/dl. Customer mentioned having a urinary and kidney infection. Troubleshooting was performed and bolus delivery is correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.